Event description:
User received erroneous troponin t result of 0.157 ng/ml for one patient sample. Sample repeated twice giving <0.010 both times. Erroneous result reported. Patient not adversely affected. The field service rep was unable to determine the cause. Performance tests performed and within specification.